Event description:
It was reported that the technician attempted to load a cc4204bf collamer plate lens but was unable to do so. The surgeon felt the lens was defective. There was no patient contact or injury.

Manufacturer narrative:
Evaluation codes methods: lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order.